Event description:
It was reported the patient experienced overstimulation at the ipg site. The patient met with the sjm representative and diagnostics revealed impedance readings were within normal limits. It was also reported the patient has lost 25 pounds which may have caused the ipg to become more defined. Follow-up indicated x-rays were taken, but did not reveal anything conclusive. The patient will consult with the sjm representative and the physician at a later date as the next course of action.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.